Event description:
A company representative spoke with the customer via phone call and received a report that customer's insulin pump threshold suspended, due to low sensor readings of 50 to 60 mg/dl while customer's blood glucose was 120 mg/dl. Customer had reportedly called in about the issue previously.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.